Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: carto 3 system, us catalog #: fg540000, serial (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a pneumothorax. Post-procedure, while recovering, a right hemothorax was detected. There is no information regarding interventions, extended hospitalization, or patient outcome. The injury was thought to have occurred secondary to ablation of the right pulmonary veins. It was noted that it is not known if a biosense webster, inc. Product was responsible for the injury. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.